Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the hematocrit saturation module (h/sat) to be damaged. The h/sat passed color chip test. The inaccuracy was demonstrated as the h/sat cannot be securely attached to a cuvette. It was possible to cause a shift in on-screen values by moving the h/sat during operation. Due to the broken tab, accuracy of the hsat cannot be guaranteed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit saturation module (h/sat) was reading inaccurately. As a result the h/sat probe was cable tied to tubing pack. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Clinical review: the tab at the bottom is damaged (chipped) and the probe clip also looks damaged. As a result, the h/sat probe will not couple to the color chip (on side of the monitor) effectively and a color chip failure message will appear on start-up. In isolation, with this failure, the monitor will not be able to be used in hsat configuration. If the user manually pushes the probe against the color chip on start-up, the test might successfully complete. When the probe is then coupled to the cuvette in the perfusion circuit...a "cuvette not attached" message will occur and (- - -) will be displayed in h/sat measure area of the screen. According to the manufacturer's subsidiary, this center was tie strapping the probe to the cuvette in order to get some measurements, but measurements could be inaccurate due to optical interference. The user would understand the measurements may not be accurate as they are clearly aware of the probe damage and coupling issues. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.